Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The black foreign material came from the component of the silicone based on a component analysis. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the water supply tank, the air/water valve, the injection tube, and/or silicone element of the peripheral device were damaged, which got into the air/water channel.

Event description:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the black rubber-like foreign material was inside of the air/water nozzle of the distal end of the insertion tube of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.